Manufacturer narrative:
The associated complaint device was returned and evaluated. The visual inspection of the returned device confirmed the stated failure mode. The device had some abrasions, discoloration and deformation on the bearing regions on the superior surface. Scratches and material wear were observed on the inferior surface of the device and some material damage could be seen around the periphery of the device. The device fractured near the top of the post. Significant material deformation was present on the device around the fracture surface. The medical investigation concluded that, per the product evaluation/lab retrieval analysis, ¿the fracture could have been caused due to repeated posterior impingement of the femoral cam on the post combined with excessive loads¿; however, this could not be definitively concluded. No material or manufacturing deviations were observed in the process of their investigation. The patient impact beyond the reported revision due to dislocation and post breakage could not be determined. No further medical assessment can be rendered at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed to perform a poly exchange, due to the patient suffering a dislocation. Additionally, a fragment of the post broke off so it was removed from the knee and replaced with a journey high post.